Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon of ¿no image¿ was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. As a result of checking the monthly analysis report, there was no increase in trend observed. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a poor quality image was not confirmed; the device was tested with several test scopes or varying types, and all video output signals and images were present and normal. The net spacer component was found to be damaged and in need of replacement. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that, during an unknown diagnostic procedure, there was static in the image of their loaner evis exera iii video system center device. The customer later clarified that the monitor would show colored bars or a fuzzy image when using the 180 series scopes. The user had tried multiple scopes and multiple cables, and the scope worked on other towers. To correct the problem in the short term, the customer requested another loaner device. There were no reports of patient or user harm associated with this event.